Manufacturer narrative:
Omit: other occupation, report source other. Correction: initial reporter occupation, report source. Additional information: manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the customer "while testing for interoperability, it was noted that on intermittent syringe medications the rate recalculates when the volume in the syringe is not exact". There was no patient involvement. There is an implied product enhancement request indicating "if you do not have the correct amount of fluid in the syringe (due to priming the line with med or maybe it was just not drawn up to the correct amount technically but looks correct to the eye) the pump is holding the duration and wipes out the rate and vtbi. Then the nurse has to manually set the rate and vtbi and then the duration will change. We would rather have the rate hold from the order and the vtbi and duration to blank out. Once the nurse enters only the vtbi, the duration would calculate off of the ordered rate and volume in syringe."

Event description:
It was reported by the customer "while testing for interoperability, it was noted that on intermittent syringe medications the rate recalculates when the volume in the syringe is not exact". There was no patient involvement. There is an implied product enhancement request indicating "if you do not have the correct amount of fluid in the syringe (due to priming the line with med or maybe it was just not drawn up to the correct amount technically but looks correct to the eye) the pump is holding the duration and wipes out the rate and vtbi. Then the nurse has to manually set the rate and vtbi and then the duration will change. We would rather have the rate hold from the order and the vtbi and duration to blank out. Once the nurse enters only the vtbi, the duration would calculate off of the ordered rate and volume in syringe."

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.